Event description:
Customer states, the use by date on the aviva test strip vial label is 12/31/2009; manufacturer's batch record confirmed the actual use by date to be 12/31/2008. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.